Event description:
It was originally reported on (B)(6) 2013 that after implant, the patient experienced right leg pain, starting on the outside of the hip and going to the foot. It was stated that sometimes it felt like ¿pins and needles.¿ turning off the implantable neurostimulator (ins) reportedly had no effect on the pain. The patient started with a setting of 0.7volts, but it ¿felt like nothing¿, so she increased to 1.5volts the day before yesterday. Yesterday, the patient felt that 1.5volts was slightly uncomfortable and decreased to 1.4volts. When the leg pain began today, the patient turned stimulation off, but the pain persisted. A week later it was reported that the patient was sitting in a wheel chair at the time of the report in a grocery store because she got a shooting pain down her right leg and was not able to walk. The patient was walking just fine up and down aisles at the store when all of a sudden she got a shooting pain going down her right leg. The pain took her breath away, she broke out in a cold sweat, and was not able to put any weight on her right leg. The patient noted that the same thing happened one week ago and that time her leg swelled. The stimulation was on both times and the first time was at a much higher setting. The patient went to the emergency room (ER) ¿last tuesday¿ because she thought she had a blood clot in her leg. Tests were performed and no clot was found. The patient contacted her healthcare provider¿s (hcp) office ¿last week¿ and was advised to leave stimulation off for twenty-four hours and then turn it back on at a low voltage. The patient noted that since ¿last week¿ she had had the stimulation on a low amplitude and left it on all the time. At the time of the report the patient¿s stimulation was off. Nine days later it was reported that the patient was still having concerns regarding the device or therapy but was working with her doctor. The patient was scheduled to get a CT scan on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0cssw, implanted: (B)(6) 2013, product type lead. (B)(4).